Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms atrial unipolar impedance and 298 ohms bipolar impedance. Review of the auto mode switch entry segms shows noise on the atrial channel. Noise was also observed when the patient did range of motion exercises.